Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch cable (which belongs to the system) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on august 30, 2012. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause of the reported event of footswitch not responding can be attributed to footswitch cable. However, how or when the cable became nonconforming cannot be determined conclusively at this time. The root cause of the diathermy probe not responding cannot be determined conclusively, based on the information obtained. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a vitrectomy procedure the footswitch and diathermy probe would not respond. The footswitch cable was exchanged and the surgery was completed. There was no harm to the patient. The surgeon requested preventative maintenance be performed.